Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36khz handpiece (c7036 ) became hot during a brain tumorectomy and the operator could not hold it. The nosecone part was hotter than usual and after reattaching the chip, resetting the power supply, and changing to another handpiece, it could be used without problems. There was no surgical delay and no adverse consequences to the patient were observed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa clarity 36khz handpiece (c7036) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. Based on the customer reported failure ¿handpiece became hot¿ and customer complaint ¿according to the operator, the nosecone part was hotter than usual. After reattaching the chip, resetting the power supply, and changing to another handpiece, it could be used without problems. No surgical delay and adverse consequences to the patient were observed¿, it is possible this complaint may have been as a result of excessive loading of cusa clarity tips at the surgical site. This may induce heating due to vibration and acoustic power transmissions. Thermal management of the surgical site with the aid of the appropriate irrigation and aspiration settings is essential. However, without testing it is not possible to verify. We recommend the following: 1) for guidance on troubleshooting check device IFU. 2) if issue persists, discontinue use of device and return to integra for service and repair. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a